Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had haziness all over the screen that had obstructed the ability to see what was there on the screen at times. The customer's blood glucose level was unknown. They also reported that the brand new batteries were rejected by the insulin pump and had random no delivery alarms on the insulin pump. Insulin pump will not be returned for analysis.